Manufacturer narrative:
The device was returned, and the evaluation found the nozzle has foreign objects due to insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation that there were foreign objects in the nozzle of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction: g3 (the aware date in initial medwatch should be 14feb2024.) A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected. Therefore, the cause of the material remaining in the device could not be determined. The instruction for use states the detection method associated with the event in the operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿, and preventive measures in the reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)." The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.